Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad traces. No button error alarms were noted. Unable to perform the prime test due to unresponsive act button. Unit had cracked case at display window corners, display window and minor scratched display window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error randomly and the device was unresponsive. Customer's blood glucose was 340 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was unable to clear alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.